Manufacturer narrative:
No patient information in regards to age, weight, sex, ethnicity, and race was provided. An evaluation of the product is expected but has not yet begun.

Event description:
An alleged complaint was reported that a doctor discovered some capsules have no mercury pillow pack and some capsules have two mercury pillow packs over several years. The doctor is concerned about the capsules with more than one pillow pack and the effect that it is having on the patient's restorations.